Event description:
It was reported a patient was admitted to the hospital the previous day. The patient experienced a change in status and had dilated pupils. The reporter indicated the patient also was pretty groggy and drowsy and stated, "kind of like he's relating more to the pain pump." The patient's health care provider was unavailable at the time of the event and the reporter wanted assistance to read the pump status. The reporter stated the patient had been administered narcan that morning. The patient was reported to have "kind of responded" but then just dozed right back off and stated it lasted for at least a half of an hour to an hour. The patient had last been refilled (B)(6) 2012 and had no recent changes to their infusion therapy. The device system was used to deliver baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n180009005, implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the cause of the reported oversedation event was due to oral medication doses. The reporter stated that there were no pump or catheter problems associated with this event. The patient underwent a routine refill and programming on (B)(6) 2013. A symptom related to the event was reported as sedation. No hospitalization was required and the patient outcome was reported as recovered without sequelae. The type of baclofen being delivered via the pump was reported as lioresal, in addition to morphine, as previously reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).